Event description:
It was reported that the lead showed high impedance at all locations during implant. The lead was discarded, and another lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies were found. The full lead was returned and analyzed.